Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported by the reporter that they found the patient unresponsive after experiencing an episode of diabetic ketoacidosis (dka). The patient uses tandem tslim in aid. According to the daughter, the patient had passed out, and her blood glucose level was reported at 800 mg/dl based on a fingerstick test no information was provided for the cgm reading. The patient was immediately brought to the emergency room and was later admitted to the ICU. During hospitalization, the medical team removed the patient¿s tandem t:slim x2 insulin pump and began administering insulin manually. The patient does not use a mobile app and typically relies on her tandem pump to view cgm readings. At some point during the episode, the patient also experienced vomiting of blood and loss of consciousness, though the daughter was unsure of the sequence of events or the exact cause. She mentioned that she believed something went wrong with the insulin pump, though she could not provide additional details. At the time of the call, the patient was no longer in the ICU but remained hospitalized. The reporter did not have information about any medications administered during the hospital stay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.